Event description:
It was reported that the device therapy cable was hanging out from the device. Customer did not know how the damage occurred. The device was not able to charge and deliver defibrillation therapy with the condition. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The root cause of the issue was a broken internal therapy cable connector. Physio replaced the internal therapy cable connector and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the internal therapy cable connector and found the connector has been torn off.